Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested at 7:36 a.m., resulting as 5.4 inr. The customer was alarmed by the high reading, so she collected a new sample from a different finger of the patient and tested this on the meter. The new sample resulted as 3.5 inr at 7:38 a.m.. No treatment was given to the patient. The customer stated that the doctor will probably adjust the patient's coumadin medication. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The customer did not know if the meter is kept clean. The patient is not anemic and has no bleeding or bruising. It was not known if the patient has antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has no new medications and no diet changes. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 223855-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The meter and test strips were returned for investigation. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.2 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 52%. Donor 2 hct: 49%. Testing results: donor #1: master lot: 2.3 inr customer strip and meter: 2.2 inr donor #2: master lot: 2.5 inr customer strip and meter: 2.4 inr all inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.